Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation findings, conclusions & component code). H3, h6: the reported devices were received for evaluation. A visual inspection revealed they were returned in original packaging with the batch number of the complaint on the label, bio debris is present in each device. For device one, the t1 was returned off the needle but attached to the suture, the t2 and suture were returned on the needle, the actuator is in the pre-t1/post-t2 position, and the needle assembly is bent. For device two, the returned t1 has been cut from the suture and is missing its tip, the t2 and suture were not returned, the actuator is in the pre-t1/post-t2 position, and the needle assembly is bent. For device three, the returned t2 has been cut from the suture, the t1 and suture were not returned and the actuator is in the pre-t2 position. A functional evaluation was performed on the returned device and found device one's actuator cycled to the tip, attempted to stick and required manipulation to move to the pre-t2 position, it then cycled the t2 off the needle but continued to stick at the tip each time requiring manipulation before returning to the next pre-deployment position. Device two, the actuator will cycle to the tip but will only return to the pre-t1/post-t2 position. Finally, device three cycles as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the event include failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair surgery, the second needle of (3) three fast-fix 360 dislodged. The procedure was successfully completed with a surgical delay of less than 30 minutes. There was a smith and nephew back up device available. T1 was removed from the patient using tweezers. No further complications were reported.